Event description:
Customer reported that the fiber tip was damaged at the tip during a prostate procedure at 36,314 joules. The case was completed without further issue using a second fiber. There was no injury reported as a result of this event.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of tip damage during the procedure is not considered a reportable issue. Upon analysis of the returned surgical fiber, the fiber cap was found to be detached, the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer and there was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition would result in a forward firing condition and has been identified as a potential safety issue. There was no report of injury as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.